Event description:
Patient presented to the physician with chest pain. Imaging was taken, suspecting the sense lead tip had perforated the lung. Physician brought the patient into the or, and upon removing the sensing lead, the lung was found not to be punctured but the lead had migrated close to the lung, causing the pain. Physician removed the ipg and sense lead and implanted a newer ipg model that does not require a sensing lead, sutured, and closed.